Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Cardiac arrest, death, thrombosis, ventricular fibrillation/arrhythmia, and respiratory failure/arrest are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Stents: promus 2.5 x 28, 2.75 x 18, 2.75 x 28; xience v 2.5 x 23, 2.5 x 18. The stent remains in the patient. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2010, the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (lad) artery with moderate tortuosity, a 90% stenosed lesion in the obtuse marginal (om) with moderate tortuosity, and a lesion in the distal circumflex (cx). Pre-dilatation was performed. Four promus stents, sizes 2.5 x 28, 2.5 x 28, 2.75 x 28, and 2.75 x 18, were implanted, and overlapping in the mid lad, a 2.5 x 23 xience was implanted in the om, and a 2.5 x 18 xience was implanted in the distal cx. On (B)(6) 2011, the patient experienced a dull feeling in his throat, and lost consciousness. The patient was taken to the hospital due to cardiopulmonary arrest. Ventricular fibrillation occurred while the patient was in the ambulance, and cardiopulmonary resuscitation was performed for 25 minutes; however, the patient expired. An autopsy was not performed. It was noted that salicylic acid level was low, and the cause of death was considered to be due to discontinuation of medication and stent thrombosis. It is possible that patient discontinued medication without direction from the physician. No additional information was provided.